Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and was suspected to be dislodged. Boston scientific technical services (ts) recommended to consult the clinician about possible lead reposition. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and was suspected to be dislodged. Boston scientific technical services (ts) recommended to consult the clinician about possible lead reposition. The lead remains in service. No adverse patient effects were reported. Additional information was obtained which indicated that the patient went x-ray and physician concluded that lead was not dislodged and still in the same spot. Furthermore, no procedure is needed. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.